Event description:
I purchased the mini masseuse at a kiosk. The sales person told me that this will cure my back pain. I used it for 3 weeks and my back is actually in more pain. Please stop them from giving false advertising.